Manufacturer narrative:
Investigation results: visual inspection discovered that the blade of the bisector is hooked over one side of the bisector electrodes. The blade tip is wedged so firmly up against the bisector elements that it cannot be dislodged with the slider on the bisector handle. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector blade stuck and would not retract while used in the leg. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.